Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n110 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n110 shows no trends. Trends were reviewed for complaint categories, photoactivation module leak and alarm #8: blood leak? (Photoactivation chamber). No trends were detected for this complaint categories. The customer provided photographs for investigation. The kit was not returned. Review of the customer provided photographs confirmed there is a crack within the photoactivation plate. A known cause for this type of defect mode is due to excessive solvent. The solvent can cause damage to the photoactivation plate if too much solvent is used and left to set inside the plate. The excess solvent is from the bonds that join the tubing and port on the photoactivation plate together, causing the plate to crack from the inside out. All assembled kits undergo 100% leak and occlusion testing. It is unlikely a leak was present at the time of testing. The device history record (DHR) review did not result in any related non-conformance's. This lot passed all lot release testing. The most likely root cause of the cracked plate is due to excessive solvent, a manufacturing error during the tube bonding process. Retraining was completed with all bonding operators on (B)(6) 2024. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). On (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported after photoactivation, an alarm #8: blood leak? (Photoactivation chamber) alarm occurred and they observed a leak in the photoactivation module. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The kit return was requested; however, the customer declined to return the kit. The customer returned photographs for investigation.